Event description:
A report was received that the patient's ipg was not able to hold a full charge and was having difficulty charging. Database analysis revealed no anomalies. The device appeared to be working as expected. It was unknown if there was an actual malfunction. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient's ipg was not able to hold a full charge and was having difficulty charging. Database analysis revealed no anomalies. The device appeared to be working as expected. It was unknown if there was an actual malfunction. The patient will undergo an ipg replacement.

Manufacturer narrative:
A report was received that the patient underwent an ipg replacement. The patient was reportedly doing well postoperatively. No device malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.